Manufacturer narrative:
Additional information: correction made. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps of an unspecified number of amia automated pd cycler sets were loose and fall off easily. This was observed during setup for peritoneal dialysis therapy and prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.